Event description:
It was reported that post implantation of a 3.0x38mm xience xpedition stent in the mid left anterior descending coronary artery, a dissection occurred as noted by haziness in the proximal end of the stent. An additional, unplanned, 3.0x33mm xience xpedition stent was implanted to treat the dissection, resolving the event. On (B)(6) 2013, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.